Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient felt a vibratory patient notifier and performed a remote transmission. Upon review, of the transmission, the patient's atrial lead exhibited lead noise and low lead impedance. On (B)(6) 2018, the patient presented in clinic and the noise could be reproduced. Programming changes were discussed. No further information was available.